Event description:
It was reported that during the procedure, the indeflator was used with a non-abbott balloon catheter for pre-dilatation; however air was noted leaking and the connection between the devices was not tight. Additionally, during post dilation, the device was used with an abbott balloon, and the same issue occurred, but the indeflator was successful in completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed due to the noted break during return analysis. The reported loose or intermittent connection was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the indeflator was used with a non-abbott balloon catheter for pre-dilatation; however air was noted leaking and the connection between the devices was not tight. Additionally, during post dilation, the device was used with an abbott balloon, and the same issue occurred, but the indeflator was successful in completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.